Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02114. It was reported the patient experienced ineffective therapy and discomfort at the ipg site. The investigation did not determine which lead is related to the issue. As a result surgical intervention occurred where in the system was explanted to address the issue.